Event description:
It was reported that a solution administration set had sealed at the end with additional pieces of plastic. This was observed when priming an infusion bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the reported lot number 24k13v645 does not populate in the database. E1: initial reporter facility name: (B)(6) hospitals . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: f10/h6: medical device problem codes (replace codes). H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples were submitted to an air passage test with no issues noted. A simulate therapy on one retained sample was performed and flow of liquid was confirmed throughout the set with no issues. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In the event the device was unable to be primed, the clinician can choose to replace the device by retrieving a new one, or in the event of an emergency connect a syringe or administration set directly to the catheter. Therefore, there is no potential for harm to the patient in the event of inability to prime. Should additional relevant information become available, a supplemental report will be submitted.